Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were inaccuracies during a l3-l5 procedure. The surgeon was not happy with placement of the screw at l4. There was no patient harm and the procedure was delayed less than an hour. Additional information received from a manufacturer representative reported the second stage of a l3-l5 psf was being done. The surgeon had placed interbodies the day prior to the procedure. A 9 inch c-arm was used to take images. L1 to s1 was segmented for registration and the CT scan was taken after the interbodies were placed so they were present during planning. Ap and oblique images were taken and l3 was used for registration. All green values were achieved during registration and no shifts were noted. The surgeon started at left l3 and worked down to left l5. The surgeon then moved to right l3 and worked down to right l5. After placing the rods, a c-arm image was taken and the left l4 screw looked to be going through the superior end plate. An ap image was taken and the screw was found to have missed laterally into soft tissue. The surgeon tried to change the plan and resent the surgical arm to left l4. During this attempt, the surgeon used fluoro to check the trajectory. The surgeon was not happy with the trajectory so they aborted the use of the guidance system and placed the screw using a pak needle. All of the other screws were accurate. The left l4 screw was outside of the vertebral body and the starting point was off by less than 3.5 mm, but the tip was off by about 1 cm. The surgeon suspected the cause was a bony anatomy collapse causing a skive. There was no patient harm.